Event description:
It was reported that a change in ventricular sensing was noted. The values were still within the normal range. X-ray inspection showed that the lead was intact. When the patient presented again for follow-up, t-wave oversensing was noted. Sensing amplitudes were normal and stable. No electrical anomalies were found. The lead remains implanted. The condition of the patient is good.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.